Manufacturer narrative:
(B)(4). Concomitant medical products: 154722 oxf uni tib tray sz c lm PMA lot 3376951, 159555 oxf anat brg lt lg size 4 PMA lot 3452312. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that patient enrolled in a clinical study underwent a left knee procedure. Subsequently the patient reported episodes of severe to moderate pain with difficulty performing daily activities or using stairs, walking with a limp, and being "housebound" during six months post op visit. Attempts have been made and no further information has been provided.